Event description:
It was reported that the pt's stimulation was turning off. The pt was admitted to the hospital on monday and just reported this morning that stim is off. The pt did not turn stim off. The pt was recharging ins. When pt turns stim on, stim too high. The pt didn't have programmer with them so they turned off used insr. Additional info was requested.

Manufacturer narrative:
(B)(4).